Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer has had several insertion site infections that cause her to take him to their doctor. The customer was diagnosed with an infection and was given antibiotics, and hot and cold pads for treatment. The customer's mother could not recall any specific dates for the infections.